Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Following three treatments from distal to proximal on low speed in the left anterior descending artery (lad), the viperwire advance guide wire appeared to have shifted proximally. The physician experienced difficulty when attempting to remove the diamondback 360 coronary orbital atherectomy device (oad) from the distal lad. The vessel was more than 270 degrees calcified, slightly tortuous, 75% stenosed, with vessel diameter of 3mm and lesion diameter of 1.3mm. The oad was then removed with the guide wire. Upon removal, the tip of the guide wire had fractured and was stuck in the driveshaft, therefore no components remained in vivo. A second oad was used to complete the procedure.

Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. Visual examination confirmed the guide wire was fractured. The tip of the guide wire was not received for analysis. Scanning electron microscopy analysis identified evidence of torsion on the fracture face. Torsion on the fracture face of the guide wire is an indication that the oad made contact with the spring tip leading to the fracture. The root cause of the wire fracture is considered to be use not consistent with IFU. To prevent this situation from occurring, the diamondback 360® coronary orbital atherectomy system IFU states, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance.". The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).